Event description:
Per the audiologist, the patient experienced a wound dehiscence and drainage at the incision site, and subsequently was treated with antibiotics (date and duration not reported). The implanted device remains.

Event description:
The device was explanted on (B)(6) 2021 under general anaesthetic.